Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and sensor issues. The customer states they had site issues. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states they change out their site. The customer declined to troubleshoot the highs and sensor issues. The customer was requesting replacement sensor. The customer was advised replacement would be sent out.